Event description:
It was reported that the patient received a durom us acetabular component 54/48 n on the left side on (B)(6) 2009 and is being monitored due to unknown reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information became available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the re-launch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Manufacturer narrative:
This case was re-opened to include the supplemental information received on february 8, 2016: patient is now pursuing a legal claim. Patient is being monitored due to elevated metal ions. This additional information does not change previous manufacturer's assessment of the case. Zimmer considers this case as closed again. (B)(4).

Event description:
It was now reported that the patient raised a product liability claim and is currently being monitored due to elevated metal ions levels.